Event description:
It was reported that during an ileo-anal procedure, the device only fired 2/3 of the way across, leaving 1/3 of the proximal staple line unstapled. There was no patient consequence. It was not noted how the case was completed.